Event description:
Manufacturer reference # (B)(4).

Manufacturer narrative:
No device returned as it was the same problem reported in # (B)(4). In the investigation of the provided device from # (B)(4) the error could not reproduced. All costumer cable were functional and no deviation of specification could be detected. The costumer therefore decided to not return the device for investigation and track the error within the user facility upon handling of the devices.

Manufacturer narrative:
Further information has been requested and the investigation in ongoing. A supplemental emdr will be sent when the investigation is completed. H3 other text : device not yet received.

Event description:
It has been reported that in various picco applications noticeable pressure difference (<20mmhg) systolic between pulsioflex with picco module and dräger infinity c700 with pressure transmission via pmk-203 cable recurred. However, the mean pressure calculation of both devices is the same.